Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) ended up reusing single-use supplies when performing peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp stated that the power in the house went out and when it returned, the hc went back to beginning of therapy. The hc went through the setup again and the hp was back to initial drain. The hp wanted to bypass initial drain, but the technical service representative (tsr) explained that the hp needed to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.